Event description:
It was reported that a spectrum pump failed to deliver accurate volume and delivered less than actual amount to be delivered during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "pump is not delivering accurate volume, displays less than what is actually delivered." Was not reproduced. The device was sent for flow rate testing and infused more than the programmed amount with an error percentage of 5.25% which is out of specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hooks are out of adjustment. The hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.